Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the left ventricular lead could not be fully inserted into the pacemaker header, despite multiple attempts and after loosening the set screw. Another pacemaker was used and the procedure was completed with no further adverse consequence to the patient. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.